Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and reddish colored display, a cracked battery compartment and corrosion around the internal clock battery component. This report is made based on results of investigation completed on 12/24/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2014 as follows: the display was found to be dim and fading with a reddish color. The investigation was completed with the returned battery cap. The battery compartment was found to be cracked below the bumper pad. The pump was exercise for 24 hours, the battery was removed for 6 hours and upon reinsertion, a time and date reset occurred indicating an internal clock battery malfunction. The pump case was removed for further investigation and corrosion was found under the internal clock battery component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)